Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient went to see the health care provider who" stated the burning sensation was not the bladder stimulator."

Manufacturer narrative:
Concomitant medical products: product ID 3093-28, lot# va0etpu, implanted: (B)(6) 2014, product type: lead; product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that "every now and then, on the left side, the patient got a burning sensation and then it would move around to the front of their body". The patient stated this has been happening on and off since "about 2-3 months ago" ((B)(6) 2015). The patient indicated that they had a fall since the burning sensation started but does not remember the exact date of the fall. The patient stated that they falls a lot but does not think they hit their head or anything. There was no positional movement that affected stimulation reported. No further information was reported. Further follow up is being conducted to obtain additional information. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. A follow-up report will be sent if additional information becomes available.